Event description:
A customer reported difficulty with plugging in the usb charging port, requiring manipulation of the cord to make a connection. There was no reported impact to the customer¿s blood glucose level. The customer declined further assistance, and no additional information regarding actions taken was received.